Event description:
Hill-rom received a report from a hill-rom technician stating the e-stop button was missing from the control box. The lift was located in the room with the charging station. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
When the technician investigated the lift he found that the e-stop were missing, it is unknown how this damage occurred but it is not manufacturers defect. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the missing e-stop with a new one to resolve the issue. Based on this information, no further action is required.